Event description:
The physician was performing a procedure in the gastric region. The physician advanced the needle the first time and when pulled the needle out it was bent. The physician attempted to straighten the needle and when they did the needle separated from the device. The needle did not separate inside the pt. There was no harm to the pt. The procedure was completed with the 25 gauge needle. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Cook ireland were notified of this complaint on the (B)(6) 2103. However cook ireland were not informed of the cook sales rep date aware of the (B)(4) 2013 until the (B)(4)2013. The relevant parties have been notified of this late reporting of an incident to cook ireland complaints department. This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-19 where needle broke and a section of the needle detached in the pt requiring removal. The reporting precedence covers the entire product family. Therefore, all echo devices involving distal needle breakages are reportable regardless of the outcome. There were no echo-hd-19-c (echo) devices of lot # c871180 in stock at the time of the complaint investigation. Cook ireland were notified of this incident on the (B)(6) 2013 therefore the device involved in this complaint has not yet being rec'd for eval. With the info provided a document based investigation was carried out. The complaint info rec'd indicated the needle tip was noted to be bent after the first pass. A possible cause of this complaint may be attributed to individual pt anatomy; the needle tip may have bent if the area being punctured with the needle was a particularly hard lesion. Add'l complaint info rec'd indicated the user attempted to straighten the needle tip. This straightening of the bent needle tip by the user resulted in the reported needle breakage. The device involved in this complaint was not returned for eval therefore it is not possible to conclusively determine the root cause of this complaint and the customers' complaint remains unconfirmed. The complaint info rec'd confirmed this needle breakage occurred outside of the pt. No adverse effects to the pt were reported as a result of this occurrence. The procedure was successfully completed with another device. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant mfg records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. No corrective action is warranted at this time. This needle breakage occurred outside of the pt. No adverse effects to the pt were reported as a result of this occurrence. The 2 yr complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk.